Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The integrated electrosurgical unit (iesu) was analyzed, but the reported failure could not be reproduced. The unit was in single pad mode, switched to dual pad. The unit energized and cauterized, and all ports recognized instruments. There was no problem found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) visited the site and replaced the integrated electrosurgical unit (iesu) to resolve the problem. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the ground pad is not detected by the integrated electrosurgical unit (iesu). Prior to calling the tse, the customer replaced the ground pad and the cable 3 times without improvement. They also tested the different ground pads on themselves without improvement. The tse asked them to clean the patient skin with alcohol and apply saline solution to the ground pad, but this brought only slight improvement. The ground pad is only detected when both parts are bent together. Tse informed them that they can use a force triad generator with a its dedicated cable. The force triad generator detects the ground pad properly. Dual ground pads were used. The procedure was completed as planned with no reported injury and a delay greater than 30 minutes. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure delay was 31 minutes. The procedure took over five hours to complete. Another generator was used to complete the procedure.